Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes with tip protector in a pouch were received for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and on the welded cap. Clear/white foreign material on the port face and on needle below port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and nonconforming for actuation and cut. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Top o-ring has inner diameter damage and bottom o-ring has outer diameter damage. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port, on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Top o-ring has inner diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Sample 1: based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. Sample 2: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the reported issue. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as sample 1 met specification for aspiration, sample 2 met specifications for aspiration and cut and the exact root cause of the cut failure of sample 1 could not be determined; however, a non-conformance was completed for the damage observed on the o-ring. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor cutting and aspiration during surgery. The procedure type was unknown. The procedure was completed on same day, but details were unknown. There was no information about patient impact.